Event description:
The tourette's syndrome patient's family reported that when the patient's device was turned on (B)(6) 2016, following a (B)(6) 2016 implant, that his symptoms were not controlled well. The patient's device was reprogrammed three times following that, however the patient still had convulsion at the time of report. Additionally, the patient still suffered from head noise at similar frequencies as prior to implant, however it was noted the volume of such noises had reduced by less than 50%. The patient's family believed the therapeutic benefits from the device were few and the programming was poor. Additional reprogramming was requested at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.